Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing when the patient moved their arm. It was also noted that a lead fracture was suspected. During the upgrade of the device, there was occasional high right ventricular (rv) lead threshold alerts. Both the rv and the ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The analyst noted that there are three sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and two set are in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device. Lead length is unknown, not indicated on paperwork. If information is provided in the future, a supplemental report will be issued.